Event description:
It was reported that the video system center exhibited excessively high illumination and the illumination could not be controlled. The issue occurred during the procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.